Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the right ventricular (rv) lead triggered a lead integrity alert (lia) for varying and increasing pacing impedance with oversensing of sensing integrity counter (sic) episodes. The lead was suspect of a fracture. The lead detection and therapy were programmed off. The physician is monitoring the patient for proper ejection fraction (ef) ratio and lead revision is not necessary at the moment. The lead remains in use. No patient complications have been reported as a result of this event.